Manufacturer narrative:
Literature citation: shinichi inoue; "effect and complication of olif". Mean age: 73 years. Gender: 13 females, 7 males. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device led to the event, we are filing this report for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: oblique lumbar interbody fusion, it was reported that 20 patients with 48 vertebrae who underwent olif from 2014 mar to 2015 aug were investigated for an abstract study. Post-op, 9 patients suffered from endplate injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.